Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a loose connection was confirmed and appears to be manufacturing related. Two sets of proximal and distal connectors from 4fr s/l groshong nxt catheters were returned for evaluation. The proximal and distal connectors were received assembled to each other without any catheter segments. The samples appeared free of residual material and were unremarkable to gross visual examination. The latches on the locking arms appeared engaged within the recessed section of the catch slots under microscopic examination. When axial forces were applied to the connections between the proximal and distal connectors both connector sets were easily disengaged. The distal and proximal connectors could easily be reassembled and disassembled. Microscopic examination of the locking arms on the proximal connectors and the catch slots on the distal connectors was unremarkable; the locking arms and catch slots appeared free of damage and/or molding defects. Dimensional analysis was conducted on the returned components. The catch slot widths on the distal connectors and the locking arm latch depths were within specification. However, the widths between the locking arms on the proximal connectors were larger than allowable, per the device specifications. The increased distance between the locking arms likely contributed to the loose connections. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : device evaluation findings are in the manufacturer's narrative.

Event description:
It was reported that the single-lumen connector was unable to be engaged firmly. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2924 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redv2924) have been reported from the same facility in (B)(4).

Event description:
It was reported that the single-lumen connector was unable to be engaged firmly. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.